Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing significant pain and discomfort in the area of the device and has undergone premature revision surgery.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Catalog number is unknown and the device was reported as an unknown trident acetabular system. The exact cause of the reported event cannot be determined at this time. (B)(4).

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing significant pain and discomfort in the area of the device and has undergone premature revision surgery.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices were returned and insufficient information was received by stryker orthopaedics.